Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was a re-occlusion of a non-bsc stent located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a 014 guidewire crossed the lesion, 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured after inflating for several times. The procedure was completed with a 3.0x20mm coyote mr balloon catheter. No patient complications were reported.